Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that "I would like to complain about the following article: 2x ref 17719, 300223, syringe 50ml, luer-lock, 3 pcs. Lot 2404139, 2506094, 2509028, 2510018 (all are installed in the sterile set). Our customer complained that there were particles in the syringe, but it looks to us more like it is a material defect/joints. We do not have any samples."